Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR report addresses test 5 of 7. The customer reported a positive result with the ID now covid-19 assay on a direct kitted swab nasal sample performed on (B)(6) 2021 but suspected the result to be false positive due to an inordinate number of conflicting results with the same assay on the day of the test . Repeat testing was not performed and confirmation testing information was unavailable. The customer confirmed that no harm occurred as a result of the event.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: suspected false positives: 1221359-2022-00908, 1221359-2022-00909, 1221359-2022-00910, 1221359-2022-00911, 1221359-2022-00913, 1221359-2022-00914. Conflicting results: 1221359-2022-00069, 1221359-2022-00239, 1221359-2022-00240, 1221359-2022-00241, 1221359-2022-00242, 1221359-2022-00243, 1221359-2022-00244, 1221359-2022-00245, 1221359-2022-00246, 1221359-2022-00247.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: suspected false positives: 1221359-2022-00908, 1221359-2022-00909, 1221359-2022-00910, 1221359-2022-00911, 1221359-2022-00913, 1221359-2022-00914. Conflicting results: 1221359-2022-00069, 1221359-2022-00239, 1221359-2022-00240, 1221359-2022-00241, 1221359-2022-00242, 1221359-2022-00243, 1221359-2022-00244, 1221359-2022-00245, 1221359-2022-00246, 1221359-2022-00247.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR report addresses test 5 of 7. The customer reported a positive result with the ID now covid-19 assay on a direct kitted swab nasal sample performed on (B)(6) 2021 but suspected the result to be false positive due to an inordinate number of conflicting results with the same assay on the day of the test . Repeat testing was not performed and confirmation testing information was unavailable. The customer confirmed that no harm occurred as a result of the event.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m165163 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot m165163 and test base part number 190-430 / lot m165163. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.